Manufacturer narrative:
The complaint allegation was not confirmed. No related problem was found. One unpackaged ar-2324bcc was received for investigation. Visual evaluation noted that the bio screw doesn't show damage; the bio screw was moved on the driver shaft without resistance; evaluation of the eyelet found no issues. Per the customer, the bone is described as "higher than moderate bone." A functional testing of the inner and outer driver found that it is not resistant to unscrewing and screwing. The most likely cause for the reported failure is a use error due to improper bone preparation or misaligned insertion. Per dfu-0087-13 at revision 0. G. Precautions. 4. Pushlock and swivelock suture anchors only: during anchor insertion, ensure that the angle of anchor insertion is coaxial to that of the previously prepared bone socket. 8. Self-punching pushlock and swivelock suture anchors only: ensure that the angle of anchor insertion is perpendicular to the bone.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 10/06/2023, it was reported by an arthrex subsidiary employee via email that an ar-2324bcc biocomposite swivelock c anchor was stuck to the driver during insertion and the eyelet broke off. This was discovered during an atfl ib procedure on (B)(6) 2023. The case was completed successfully using another ar-2324bcc biocomposite swivelock c.no delay no harm.